Manufacturer narrative:
The system level review of the liberty cycler¿s concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The liberty cycler was not received or repaired for this reported event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was cultured for suspected peritonitis on (B)(6) 2016. The patient was treated with vancomycin 1gm every five days for five doses. Patient was not hospitalized. Patient medical records were requested.